Event description:
Revision operative report of (B)(6) 2020: postoperative diagnosis- failed right total hip replacement due to instability with dislocation- acetabular revision. Revised to non exactech all poly constrained cup. Stem stable and well fixed. Polyethylene liner from the non exactech cup. Implanted: non exactech all poly constrained cup /22mm +0 cobalt chrome head for exactech stem.

Manufacturer narrative:
H10. Additional/updated information ¿ a2, a3, b5, d1, d4 all, d10, g4 510k, h4 h6 health effect - clinical code & medical device problem code. D10. Concomitants: 170-32-03 - biolox delta femoral head 32mm od, +3.5mm (B)(6) . 180-65-20 - alteon 6.5mm screw, 20mm (B)(6),180-65-25 - alteon 6.5mm screw, 25mm (B)(6), 188-01-02 - wedge plasma x/o sz 2 (B)(6). 130-32-52 - nv gxl linr, ntrl, 32mm ID, group 2 cups (B)(6) . H6. Investigation results- nv crown cup clstr hole 52mm group 2, with sn (B)(6) was revised, with out mention of damage or issue in the operative report. The cause of the patient¿s pain and instability and the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. There is no other information available.

Manufacturer narrative:
1038671-2024-04484 the following sections were updated: g1. The following sections were corrected: g1, h6 the most likely underlying cause for the revision reported is a combination of risk factors specified such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) and being implanted for more than 10 years. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, this patient had right hip replacement on (B)(6) 2016. They had revision surgery (B)(6)2020, approximately 4 years 9 months after their initial procedure. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.